Event description:
An occurrence involving multiple alarms was reported by the customer. There was no adverse impact to the customer's blood glucose level according to the available information. No follow-up actions were requested by the customer, and the case was closed as no additional information could be provided.